Manufacturer narrative:
(B)(4). Batch # u5a80v. Device analysis: the analysis results found that the tlc75 device was received with the firing knob detached and with a cartridge reload loaded in the device. The reload was received with the knife not completely within doghouse, it had the proximal 20 drivers up without staples, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. In addition, the reload (b) was received 11 drivers up without staples, and the remaining drivers down with staples present and the swing tab in the locked position. No functional test could be performed due to the condition of the device. The damaged to the firing knob is consistent with attempting to fire the device over a locked cartridge. It is possible that the knife exposed noted on the reload is consist with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the esophagectomy surgery, could not fire when severing gastric tissue on the 1st firing. Checked the sled¿s position, it is ramp stall issue. Change another one to continue the surgery, the problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.